Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure the smoke came out of the injector. This did not prevent the surgeon from completing the surgery, the implant was still placed on patient's left eye. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was sent to vendor for further evaluation. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Iol was not returned. Complaints have been received describing that gas was heard during activation, which led to slower plunger movement/ plunger stopped in some cases. The root cause is potentially vendor related. Based on the results from alcon product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).